Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for humeral transcondylar fracture with the plate. A posterolateral plate was placed for a humeral transcondylar fracture, followed by the plate. After inserting a cortical screw into the proximal second hole, a va 2.7 locking screw was inserted into the distal second hole, but torque was not applied. The distal second hole was initially inserted, but torque was not applied there either. Torque was applied to the third hole. A 3.5 locking screw was applied to the proximal second hole, but torque was not applied to the proximal va hole. Since the bowl side of the 2.7mm va drill guide was used correctly, damage to the screw holes is unlikely. The surgeon tried replacing the torque with one from the hospital own and lightly tapping the screwdriver with a hammer to crimp it, but torque was not applied. The surgery was completed successfully with no delay. The surgeon stated that the plate was slipping around where torque should have been applied, possibly due to a groove in the plate. Similar issues have occurred in the past with va-dhp posterolateral plates. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.